Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a 30-year-old female patient (age & gender unknown), the device was unable to obtain an ECG signal via multifunction cable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device, multifunction cable (mfc), and adaptor were returned to zoll medical corporation for evaluation. The pads used at the time of the event were not returned for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive functional testing including defib/pacer stress testing, bench handling, and defib cycling without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device log found evidence that the patient impedance went outside of the valid range. This is not an indication of a device malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.